Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and then a malfunction alarm occurred. Customer was able to clear alert and alarm; however, the customer then reported that the pump battery could not be charged. Customer¿s blood glucose was 80 mg/dl. Reportedly, the customer reverted to an alternate pump, and has manual injections available for insulin therapy.